Event description:
Follow up information identified the patient requested ipg replacement as the ipg had difficulty maintaining a connection with the patient controller.

Manufacturer narrative:
Recall: 1627487-07262012-002-r ; 1627487-12192011-003-r . This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent ipg replacement for unknown reason.